Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address hip pain. Update 8/29/2012 - litigation papers received. In addition to pain, it is now alleged that the patient suffers from severe and constant pain and suffering, swelling, tissue damage, synovial fluid buildup, metallosis and/or lack of mobility. All products were previously reported. Update 11/7/2014 - ppd and medical records received. This complaint is for the right hip. In addition to what is previously alleged, the pfs increased metal ions. After review of the medical records for MDR reportability, the revision operative note indicated pain. No lab results have been given for the high metal ions, so the stem is being reported for the alleged high metal ions. There was no mention of metallosis as previously alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/3/2014.